Event description:
Patient was revised due to loosening, poly wear and osteolysis. Tibial insert showed pitting and delamination on lateral and medial edges. Severe osteolysis on lateral femoral condyle. Some signs of osteolysis on tibia.